Event description:
Pt underwent cardiac ablation procedure on (B)(6) 2013. It was alleged that during pt's f/u visit with cardiologist, pt was noted to have sustained a burn where the grounding pad had been placed during ep procedure. No prior notice of the alleged event was reported until (B)(6) 2014.